Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The patient blood pressure began to drop after doing the pre-map. During the procedure, the physician determined that it was due to sedation, so no adrenaline was given. After ablation with the farawave catheter, the blood pressure increased temporarily, but then dropped again during hemostasis. An echocardiography was performed and a pericardial effusion was observed. A pericardiocentesis was performed to solve the event and the event was solved.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.